Event description:
Customer received results of 19.9 mmol/l and 5.7 mmol/l on the performa combo system within 10 minutes. Customer reported low blood glucose symptoms with these results. Customer's condition improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.